Event description:
Customer alleged blood glucose results of 369 mg/dl and 166 mg/dl obtained 1 minute apart on the aviva system. Customer stated medication was not adjusted based on results. No adverse event was reported. At the time of the report, customer no longer had the test strips that produced the discrepant values. Replacement product was shipped.